Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value over 400 mg/dl. The customers other blood glucose level was 412 mg/dl. Customer treated with manual injection. Customer declined to troubleshoot for high blood glucose value. Customer also reported that insulin pump receives insulin flow block alarm. Customer stated insulin flow blocked alarms had been recurring numerous times and wanted to push that the insulin pump be replaced. Customer speak to their endocrinologist regarding the issue and for further back up plan. The device will be returned for analysis.